Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and asthma attack on (B)(6) 2017 with blood glucose unknown. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl at the time of incident. The customer was treated with insulin pump and manual shots. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.